Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fv434-t) was implanted during a procedure performed on unknown. According to the complainant, the shunt system-tube broke. The patient underwent a revision procedure performed on unknown. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Event description:
It was reported that a progav shunt system (#fv434-t) was implanted during a procedure performed: unknown. According to the complainant, the system-tube broked. The patient underwent a revision procedure performed on 12/21/2023. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: unknown. Weight: unknown. Height: unknown. Gender: female.

Manufacturer narrative:
Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: not necessary. Results: based on our investigation results, we cannot find any defects / faults in our product (cathater), which was manufactured under our responsibility. As the photos show, there are signs of an incision at the break point. After a certain time, this may have led to material fatigue and thus to the final rupture of the catheter. The cause of this rupture happened after shipment. We can exclude a defect at the time of release. The product met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. The examination of the return has been completed with the drafting of this report.